Manufacturer narrative:
Age at the time of event:18 years or older.

Event description:
It was reported an error message occurred during the procedure. An angiojet spiroflex catheter was selected for a thrombectomy procedure. The catheter was opened, inspected and primed successfully before it was inserted into the patient. During the procedure, after 12 seconds in thrombectomy mode, the device stopped and a "check saline supply" message occurred. The system was checked and found no error. Priming was attempted again, but it failed and the error "replace thrombectomy set" occurred. The procedure was completed with a different device. There were no patient complications and the patient was stable post procedure.